Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the implantable pulse generator (pg). The battery diagnostic data indicates that the power consumption of this device has been increasing and the power consumption is expected to continue to increase. Boston scientific technical services (ts) noted that the device should be replaced and returned to (B)(4) for detailed analysis. The device remains in service. There were no reports of adverse patient effects.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
This report contains correction to following fields: 1) b1: adverse event/product problem. 2) h6: impact code. 3) d6b: explant date.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the implantable pulse generator (pg). The battery diagnostic data indicates that the power consumption of this device has been increasing and the power consumption is expected to continue to increase. Boston scientific technical services (ts) noted that the device should be replaced and returned to st. Paul for detailed analysis. The device was explanted and returned. There were no reports of adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the implantable pulse generator (pg). The battery diagnostic data indicates that the power consumption of this device has been increasing and the power consumption is expected to continue to increase. Boston scientific technical services (ts) noted that the device should be replaced and returned to st. Paul for detailed analysis. The device was explanted and returned. There were no reports of adverse patient effects.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the implantable pulse generator (pg). The battery diagnostic data indicates that the power consumption of this device has been increasing and the power consumption is expected to continue to increase. Boston scientific technical services (ts) noted that the device should be replaced and returned to st. Paul for detailed analysis. The device was explanted and returned. There were no reports of adverse patient effects.